Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# ep-103254 exceed abt e1 flng cup 32x54mm, lot# 3879478; item# 00811400300 femoral stem 12/14 neck taper std. Offset size 3 130 mm stem length, lot# 63605430; item# unknown, unknown liner, lot# unknown. Report source: foreign source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 2 days after initial implantation due to dislocation and subluxation. Attempts were made to obtain additional information; however, none was available.